Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the device lost fire and did not release stapler. Another handle and purple reload was used was used to complete the procedure. There was no patient injury.